Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) less than 40 mg/dl. Reportedly the customer had chosen to deliver a bolus shortly before exercising which resulted in low bg. A glucose drink was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.